Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2050 mcg/ml at 500 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity and head/brain injury. It was reported that a refill was being performed on (B)(6) 2018, and they noticed upon interrogation that the patient's elective replacement indicator (eri) went off on (B)(6) 2018, and it showed an end of service (eos) of (B)(6) 2018. The last refill was on (B)(6) 2018, and the patient's pump was listed at 25 months until eri. There were no changes in concentration or drug. The representative was redirected to follow-up with the hcp to decide on next steps. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-12. It was reported the plan to resolve the premature eri was to replace the pump on 2018-(B)(6)and return the device for evaluation. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found shorting across the insulator. If information is provided in the future, a supplemental report will be issued.